Event description:
It was reported to boston scientific corporation that several minutes into a ureteroscopy with laser procedure using an accumax 200 laser fiber, the fiber stopped transmitting light. The fiber was used with a dornier laser with laser settings of 2574 joules and 1387 pulses for a duration of 7 minutes and 46 seconds. The procedure was completed with another accumax 200 laser fiber without any complications to the patient who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 5.0 mm of exposed glass tip remaining. The aiming beam was not exiting from the distal end or from any other location on the body of the fiber indicating that the fiber is broken within the connector.